Event description:
Adverse event information from pms (post marketing surveillance) the procedure date was (B)(6), 2011. Cas operation was performed using relevant device for distal protection. On (B)(6), 2011, a dwi spotty high intensity area was confirmed on MRI. (Asymptomatic). Note: physician indicated that there is no relationship between the use of the device and the adverse event. Physician assessed this event is not an adverse event because it is asymptomatic.

Manufacturer narrative:
(B)(4) - the actual complaint sample was not returned for evaluation. Therefore, an engineering analysis of the subject device can not be performed. A review of the manufacturing device history record detects can not be conducted due to lot number was not provided. If in the future any additional information or the actual complaint sample is returned a follow-up medwatch will be submitted. The event is not confirmed due to no product returned. The analysis is complete as of today (B)(6), 2012.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.